Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the current lot of reservoirs would not lock into place. Blood glucose level at the time of the incident was 145 mg/dl. Customer also stated that there was currently a large air bubble in the reservoir. The customer was advised that the reservoir would be replaced; no products were returned for analysis.